Event description:
It was reported that patient presented in clinic. Upon interrogation, it was found that the patient's atrial lead exhibited low pacing impedance and high threshold. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.